Event description:
Reference MDR #1219856-2010-00802 for the first event, MDR #1219856-2010-00804 for the third event and MDR #1219856-2010-00805 for the fourth event involving the same pt. It was reported that the pt was in cardiogenic shock. The decision was made to use intra-aortic counterpulsation. This is the second intra-aortic balloon (iab) insertion attempt. While in the cardiology unit, during insertion of the iab with the super arrow-flex (saf) sheath into the pt's left femoral artery, the proximal tip of the balloon blocked at the end of the saf sheath. The saf and iab were removed. As a result, the md requested another iab kit for the insertion. There was no reported pt death. The pt's status was critical. The pt did not receive intra-aortic counterpulsation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.